Event description:
The hospital reported that during bypass, the perfusionist experienced a problem with the affinity oxygenarator. The blood that was returned to the pt was dark in color. The unit was changed without pt compromise.